Event description:
It is reported by counsel that claimant underwent left tha on (B)(6) 2009, and was implanted with a accolade tmzf hip stem and a lfit anatomic v40 femoral head. He was revised on (B)(6) 2021, allegedly due to trunnionosis.

Manufacturer narrative:
An event regarding wear involving a accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnionosis. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.